Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 278 mg/dl and polydipsia, polyuria and nausea. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged a pump issue; the pump reportedly had no functioning audio tone. The reporter stated the patient alleged that they never head the alarm and felt that is why their blood glucose went high. The vibration feature was confirmed to be working. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with no sound from the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-nov-2017 with the following findings: during investigation, the last basal delivery was on (B)(6) 2017. The pump was returned sound features set to normal bolus, audio bolus, temp basal, alert, reminder, warning, alarm/error (high) and the remote bolus (vibrate). An auto off alarm was recorded; the next prime was recorded at 06:23. The pump boots to the verify screen with audible & vibratory features. The audible alarm reading measured within specification. An alarm was reproduced for the investigation with sound set to high; pump gave the appropriate sound warning and displayed alarm message on the screen. The daily insulin delivery totals correctly reflected user's programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. The pump's cover was removed; no intermittent conditions or defects were found to the piezo circuit. No delivery interruptions occurring during the investigation. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.